Manufacturer narrative:
Medtronic received the following information from a journal article entitled; early and midterm outcomes of in situ laser fenestration during thoracic endovascular aortic repair for acute and subacute aortic arch diseases and analysis of its complications li c, xu p, hua z, jiao z, cao h, liu s, zhang ww, li z. Journal of vascular surgery. 2020 nov;72(5):1524-1533. Doi: 10.1016/j.jvs.2020.01.072. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant and endurant and non mdt stent grafts were implanted in the thoracic endovascular aortic repair (tevar) of acute and subacute complex aortic arch diseases where also in situ laser fenestration (islf) of the stent grafts was carried out. The following malfunctions occurred; endoleaks type ia, ib, ii, iiia and iiic the following adverse events occurred; dissection, hematoma, stroke, embolism & rupture patient deaths were also reported but there is no causal link that a mdt stent graft caused or contributed to these deaths.